Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots, battery alarms, and short battery life. During investigation, the battery cap was observed to have damaged threads. Battery compartment cracks were observed in the thread area and below the grip pad. A section of the battery compartment was missing. The battery compartment threads were damaged. The pump was unable to maintain an electrical connection with the returned battery cap due to the battery cap detaching. Testing was completed with a test cap. During testing, the pump current draws were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.